Event description:
User facility reported needle pulled off the suture, requiring a second incision, which extended dental surgery by 30 mins.

Manufacturer narrative:
H6- two samples from unopened packets returned were tested for needle pull off and the results were above the usp and co requirements.